Event description:
The trifecta tissue valve was explanted due to calcific, aortic stenosis. The valve was replaced with another 21 trifecta valve.

Manufacturer narrative:
Gtin number: not available. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The cause of the reported event remains unknown.